Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had missing control knobs. It was also indicated that a display wire insulation was pinched and compromised. It was also indicated that a label was damaged. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had missing control knobs. The epg was returned for service. No patient comp lications have been reported as a result of this event.